Event description:
Device issue: did not function as expected - hemostasis. Time of device issue: during vessel closure. Adverse event: surgical hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a heavily calcified and scarred femoral artery after an interventional procedure. Reportedly, after clip deployment, "the puncture site was not completely closed" and bleeding continued. Hemostasis was achieved with surgical closure. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged the customer obtained the results of 304 mg/dl and 152 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that the customer took his medications prior to obtaining the results and prepared his breakfast as he normally would, after obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.